Event description:
It was reported to nova biomedical that consumer experienced an adverse event while on the phone with a customer support rep requiring medical intervention due to the combination of taking her oral diabetic prescription with newly prescribed anxiety medicine and anti-depressants. Customer support summoned emergency medical care for the consumer. Troubleshooting post event with control solutions showed her diabetic equipment to be performing as intended. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.